Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump may be delivering too much insulin. Blood glucose level at the time of the incident was 46 mg/dl, which was treated with juice and food. During troubleshooting, the insulin pump did not show any malfunction. The insulin pump was not replaced or returned for analysis.